Manufacturer narrative:
Investigation summary: a direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. The account communicated that the patient was admitted with dark urine and elevated ldh. No abnormalities were revealed via echo or CT scan. Analysis of the submitted log file revealed a slight downward trend in power, flow, and average pi over time. The pump speed remained above the low speed limit for the duration of the file and the system appeared to function as intended. On 24jan2019, the account noted that ldh was down to 1266 and that the patient was being treated with an integrilin infusion. On 04feb2019, the account reported that the patient remains on heparin and integrilin with ldh decreased to 578 and clear urine. The patient is listed as status 2 for transplant and remains ongoing on the device. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device: 2 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2019 with symptoms of dark urine and elevated lactate dehydrogenase (ldh). An echocardiogram (echo) and a computed tomography (CT) scan were performed. The account noted nothing unusual on the diagnostic tests. The patient was started on integrilin. Besides non-sustained spikes in flow, nothing abnormal was noted in the log file review. Per the account, the patient remains on heparin and integrilin, and the patient's urine has cleared up.